Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that their was a problem with therapy and doesn't know if it works okay. When asked, patient reported change in symptoms about 1.5 weeks ago (month confirmed). Patient said that was on program 4 however changed to program 5 at 2.2volts and that didn't do anything, said that the urine would just go down. Patient said that they tried a different program and had difficulty with with handset and said it was looking of device. The circumstances that led to the reported issue were unknown. With instruction patient connected to implant right away and it was determined that stimulation was off. Patient turned stimulation on and currently on program 1. Patient adjusted to 1.8volts and said can feel and will leave it at that setting. Patient to monitor symptoms and if doesn't notice improvement to increase setting on current setting. Patient services also reviewed when to consider switching programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the cause of the stimulation was off was not determined, they change the program numbers and nothing works. Patient states their symptoms are worse than before and they're unhappy about it. They have not seen their doctor yet.